Event description:
Product analysis completed on a returned lead portion, which was explanted electively, indicated that it had an exposed coil from an abraded opening in the bilumen tubing likely due to wear. With the exception of the abraded opening and exposed coil, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. Note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.